Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple requests for additional information were sent to the customer; however, no additional information was provided. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient presented with fever with drainage from the axillary intracortical balloon pump site. Blood cultures drawn were negative, but cefepime and vancomycin were started. While admitted, the account reported that major bleeding occurred in which the patient was transfused with red blood cells. The patient also had significant epistaxis requiring transfusion of rhino rockets. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 ¿introduction¿ of this document lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24sep2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021, the patient had bleeding. The patient was given 1 unit of packed red blood cells due to decreased hemoglobin. The patient also had bleeding on (B)(6) 2021 and received a transfusion.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient presented with fever with drainage from the axillary intracortical balloon pump site. The patient developed fever and some purulent drainage from prior axillary balloon pump site. Blood cultures drawn were negative, but cefepime and vancomycin were started. While admitted, the account reported that major bleeding occurred in which the patient was transfused with red blood cells (rbcs). The patient had significant epistaxis requiring transfusion of rhino rocket. According to the account, the bleeding resolved on (B)(6) 2022. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24sep2021. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient presented with fever with drainage from axillary intracortical balloon pump site. The patient developed fever and some purulent drainage from prior axillary balloon pump site. Blood cultures drawn were negative, but cefepime and vancomycin were started empirically. While in hospital on (B)(6) 2021 a reported major bleeding occurred in which the patient was transfused with red blood cells. Significant epistaxis requiring transfusion rhino rocket. Additional information requested but not provided.

Manufacturer narrative:
The patient's initials were requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.